Event description:
The doctor removed the kronner manipulator from the patient's vagina and noticed that the manipulator tube was kinked. The doctor did a vaginal exam and stated that there was no perforation observed. Kronner manipulator ref # 6603, lot #55020629, exp date 05/04/2028.